Manufacturer narrative:
Continued a2. (Patient's year of birth): 1984.

Event description:
The device has been explanted.

Event description:
Patient reported left side rupture, pain, and swollen lymph nodes diagnosed by mammography. The device has been explanted and replaced with non allergan implants. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Explant has not been confirmed. Device remains implanted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain in the left breast, leakage and rupture of the left device and swollen lymph nodes.

Event description:
Patient reported left side rupture, pain, and swollen lymph nodes diagnosed by mammography. The device remains implanted.